Event description:
The customer reported, intermittently the system displayed an error code message and thereby locked up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The frame grabber card for the image processer was replaced. The system was then found to be operating as intended.